Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: the pump's black box showed evidence of a call service 064 alarm on (B)(6) 2015. The pump was exercised for 24 hours and the alarm complaint was not duplicated. Moisture was observed in the battery compartment and under the display. The battery compartment was cracked along the side from the threads to the seal case. The display screen was dim and discolored.